Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose with blood glucose of 51 to 66 mg/dl at the time of the incident. The customer was at 184 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering. Troubleshooting was not completed as the customer had discarded the set and reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the delivery accuracy test.